Manufacturer narrative:
Continuation of d10: product ID unk-nv-sfr (unknown); product type: implant date n/a; explant date n/a g2: citation: authors: li l, liang z, lin c, cui b, jia q. Efficacy and safety of 3-month dual antiplatelet therapy in patients after mechanical thrombectomy for acute ischemic stroke: a retrospective study. Frontiers in neurology 15:1374093 2024. Doi:10. 3389/fneur.2024.1374093 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: 'the effectiveness and safety of 3-month dual antiplatelet therapy (dapt) and 1-month dapt in patients after mechanical thrombectomy for acute ischemic stroke.' The following medtronic devices were used: solitaire fr stents were used for stent thrombectomy. Deaths occurred in the study population: there were 11 deaths included in the study, though a specific cause of death was not reported. Among patient adverse events included: recurrence of cerebral infarction occurred in 11 total patients. Symptomatic intracranial hemorrhage (sich) occurred in 3 total patients. No further information was provided pertaining to medtronic products.